Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported event of backup vvi reset was verified in the laboratory. The device had a power-on reset during high voltage therapy delivery. It is believed that the device's associated lead was damaged.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation, the device was found in backup vvi mode. No episodes, alerts or egms could be retrieved. The patient stated while preparing dinner he became lightheaded, and felt vibrations and a shock. The device was explanted.